Manufacturer narrative:
On previously submitted report, a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During initial evaluation of the device at the manufacturer's service center, the device failed a positive flow calibration test step during preventative maintenance servicing. Additionally, the sensor board was unable to calibrate as well. The device's active exhalation control module was evaluated by the manufacturer's product investigation laboratory (pil) and found the active exhalation control module functioned as designed and operated without issue or error codes.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During initial evaluation of the device at the manufacturer's service center, the device failed a positive flow calibration test step during preventative maintenance servicing. The manufacturer's investigation is still ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Additionally, the sensor board was unable to calibrate as well.